Manufacturer narrative:
Mckesson medical surgical is the assembler of the convenience kit (1178636, lot # 20201106-mi01) on behalf of the sns, that includes this qual impact syringe. Haiou medical manufactures the syringe that is included in the convenience kit. Mckesson medical-surgical does not undertake any further manufacturing or relabeling of the syringe. We have notified asprsnsowsopscell@cdc.gov and barda-rqaproductacceptance@hhs.gov who will pass along this information to haiou medical, the manufacturer of the syringe so they may conduct a device evaluation as warranted.

Event description:
It was reported that the plunger of the retractable safety syringe stops at .03mls before aspiration, creating a .03ml deficit if pulled to the required pfizer .3ml dose. The retraction mechanism is getting stuck or is difficult to engage. When this occurs excessive force must be applied to the plunger.